Manufacturer narrative:
Device for treatment, not diagnosis shoulder function after surgical treatment of displaced fractures of the humeral shaft: a randomized trial comparing antegrade intramedullary nailing with minimally invasive plate osteosynthesis. Benegas, e. Phd, neto, aaf. Phd, gracitelli, mec, md, malavolta, ea, md, assuncao, jh, md, prada, fd, md, neto, rb, phd, mattar jr, r, phd. J shoulder elbow surg. (2014) 23, 767-774. This report is for an unknown-locking intramedullary nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article, shoulder function after surgical treatment of displaced fractures of the humeral shaft: a randomized trial comparing antegrade intramedullary nailing with minimally invasive plate osteosynthesis. Benegas, e. Phd, neto, aaf. Phd, gracitelli, mec, md, malavolta, ea, md, assuncao, jh, md, prada, fd, md, neto, rb, phd, mattar jr, r, phd. J shoulder elbow surg. (2014) 23, 767-774. A prospective randomized study was performed. Patients were allocated to 2 groups by a simple randomization strategy. The randomization was performed by an assistant who didn¿t participate in the surgical procedure. The two groups consisted of mipo (21 patients) and the imn (19 patients). Forty ¿one humeral shaft fractures (40 patients) were randomized to be treated with a minimally invasive plate or a locking intramedullary nail. Clinical and radiographic outcome assessments were conducted at 1 year postoperatively. Complications: in the mipo group: 1 deep wound infection, required debridement , 2 symptomatic shoulder stiffness were treated with physical therapy. Complications: in the imn group: 1 nonunion. This report is for an unknown locking intramedullary nail. (B)(4).